Event description:
Intraosseous (io) placed per ems on patient that was in full arrest. Central venous access was obtained in ER; pt later transferred to ICU. Upon attempt to remove io per policy, the plastic hub of the device detached from the metal needle. Metal needle would not come out with hemostats. Site covered with sterile dressing. The retained needle was in the proximal third of tibia. This area was prepped sterily with betadine for a sterile procedure. The physician was able to mobilize the needle and remove it in its entirety.